Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified one curved opening on the posterior, and crease fold. Weight measurement of the device identified device weight was within specification. A microscopic analysis was performed which identified one sharp crease opening on the posterior, wear abrasion, and stress marks. Based on the device analysis the final assessment was a sharp crease opening on the posterior due to fold flaw opening. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Additionally healthcare professional reported right side capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade unknown. Device was explanted.

Manufacturer narrative:
The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse events addressed in the product labeling.

Event description:
Health professional reported right side rupture. Device was explanted.